Manufacturer narrative:
Device evaluated by manufacturer: "no information" entered in error. The implant was not returned for evaluation, so no results are available and no conclusions can be drawn. The lot number is unknown; therefore the device history records are unable to be reviewed.

Event description:
It was reported that a mobi-c implant was removed due to migration / subsidence. There was no further impact to the patient reported and no further event details provided.